Manufacturer narrative:
B5. Corrected data, initial report: inadvertently stated that the explanted device had not been received by the manufacturer to date. D10. Corrected data, initial report: inadvertently stated that the device had not been returned and did not provide return date.

Event description:
Information was received from the physician that there was believed to be a malfunction with the generator as the patient would time when the device went off and felt that there were periods where it would shock him for minutes rather than 30 seconds, like it gets "stuck" on. It would then seem to provide erratic stimulation for a prolonged period of time after that. He also felt shocking down his arms. It was noted that this started well after initial implant but had been happening for several years, and it was noted that the vns was helpful in the past. The explanted generator was received and product analysis was performed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and the pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Event description:
The patient's generator was replaced, noted to be due to probable malfunction of the generator. The explanted generator has not been received by the manufacturer to date. No other relevant information has been received to date.